Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer experienced problems with cap not engaging thus causing de-capping issue and causing it to fall completely off. The following information was provided by the initial reporter. The customer stated: "after blood collection rapping was performed, the cap went bight and would not engage. The cap then twisted slightly and detached falling off completely. When capping I did not push it sideways, pushed it straight towards the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for eval: yes . D9. Returned to manufacturer on: 08-jun-2022. H.6. Investigation summary catalog number: 368607. Batch number: 1355482. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Two physical samples were received for review and analysis. The samples were subjected to a visual inspection, and both samples showed a defective locking mechanism; therefore, this complaint is confirmed. One customer photo was received as of this evaluation. The photo does not confirm the reported issue of defective locking mechanism. 20 retention samples were subjected to a visual functional activation test for defective locking mechanism (dlm). All samples passed testing with no evidence of dlm. Based on the physical samples, bd is able to confirm the customer¿s reported failure modes. Based on investigation results and a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer experienced problems with cap not engaging thus causing de-capping issue and causing it to fall completely off. The following information was provided by the initial reporter. The customer stated: "after blood collection rapping was performed, the cap went ight and would not engage. The cap then twisted slightly and detached falling off completely. When capping I did not push it sideways, pushed it straight towards the needle."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer experienced problems with cap not engaging thus causing de-capping issue and causing it to fall completely off. The following information was provided by the initial reporter. The customer stated: "after blood collection rapping was performed, the cap went ight and would not engage. The cap then twisted slightly and detached falling off completely. When capping I did not push it sideways, pushed it straight towards the needle."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional shield testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.